Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9236-01pp, batch 1027265015, was received for investigation. Visual inspection revealed a fractured peg on the device. Functional testing was not performed due to the device¿s damage. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces. Refer to the investigation photos. The complaint allegation is confirmed.

Event description:
On 08/29/2025, it was reported by a sales representative via (B)(4) that an ar-9236-01pp glenoid trial broke. This occurred during use in a case with no patient effect. All fragments removed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.